Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6)ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about an hour and a half ago when patient went to charge the implanted neurostimulator, the lights on the recharger started flashing up and down rapidly. Caller said that the charger will not charge the implant and won't recharge when in the dock. When asked, caller said that they store the recharging equipment in the case beside the ac power supply. Reviewed general maintenance information. Reviewed troubleshooting steps: instructed caller to place the charger in the dock and press and hold down the power button for about 5 seconds. Caller confirmed that the green light is on the dock however the lights are still flashing. Next caller performed recharger reset however that didn't resolve the issues either. Caller tried another dock and tried another reset however the same thing happened. The issue was not resolved through troubleshooting. An email was sent to the repair department.